Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3002806535.

Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address femoral stem subsidence. No further information has been made available at this time.